Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturing representative (rep) and healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for information was reported during a routine impedances check electrode #4 was out of regulation (oor) over 10,000 ohms. It was reported the patient had fallen which may have lead or contributed to the issue. Programming was done and electrode #4 was not used. The issue was resolved by programming around the electrode. No further complications were reported. No patient symptoms were reported.